Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular lead had a possible fracture. The lead had high impedance, noise, increased v-v intervals, and loss of r-wave sensing. It was also reported that the implantable cardioverter defibrillator (ICD) had loss of sensing, oversensing, and noise. The device was reprogrammed and the lead and device are scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).